Event description:
Patient (pt) placed on nitric oxide, but tanks incorrectly reading to machine, stating tanks were low. Pt was still getting appropriate levels of nitric the entire time, but machine constantly alarming. Troubleshooting attempted multiple times with multiple people including manager and educator. Nitric machine needed to be switched out entirely.